Event description:
On 03/23/2000 lab reported axsym beta-human chronic gonadotropin result of 3,111mlu/ml. Physician notified pt who called lab and requested retest. The sample was rerun, yielding a result of 49,206.90 mlu/ml. The lab reported the sample 4 additional times obtaining values of 43,441.68, 58,622.20, 54,793.02 and 55,346.59 mlu/ml. Physician was notified of new results and followed up with pt. There was no report of impact on pt mgmt.